Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure while implanting the right ventricular lead, the physician had a difficult time deploying the screw. Multiple repositioning attempts were made and were unsuccessful. The lead also exhibited high pacing impedance. The physician requested a new lead. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. He reported event for high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.